Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 2.91 volts just prior to implant. The box label shows 3.25 volts for this device. A boston scientific technical services consultant discussed the advisory for lower than expected battery voltage and requested that the device be returned.